Event description:
Reprise IV study. It was reported that complete heart block occurred. Implant summary: prior to the aortic implant procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received loading doses 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use (dfu). Temporary transvenous pacemaker had been placed prior to the aortic implant procedure. Post implant summary: the same day as the aortic implant procedure, the subject was noted with complete heart block. The subject continued to require pacing support post implant procedure. The subject was flipping in and out of complete heart block and sinus rhythm. Electrophysiology consultation recommended permanent pacemaker implant. The event was treated medically and a new permanent pacemaker was implanted. At the time of reporting, the event was considered as resolving. It was further reported that the event is considered resolved. The temporary transvenous pacemaker had been placed post valve deployment. The subject developed shortness of breath and vague chest discomfort following pacemaker implantation. Echocardiogram was performed and revealed a pericardial effusion.

Event description:
(B)(6) study. It was reported that complete heart block occurred. Implant summary: prior to the aortic implant procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received loading doses 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use (dfu). Temporary transvenous pacemaker had been placed prior to the aortic implant procedure. Post implant summary: the same day as the aortic implant procedure, the subject was noted with complete heart block. The subject continued to require pacing support post implant procedure. The subject was flipping in and out of complete heart block and sinus rhythm. Electrophysiology consultation recommended permanent pacemaker implant. The event was treated medically and a new permanent pacemaker was implanted. At the time of reporting, the event was considered as resolving.

Event description:
Reprise IV study. It was reported that complete heart block occurred. Implant summary: prior to the aortic implant procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin at the time of index procedure. The subject received loading doses 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use (dfu). Temporary transvenous pacemaker had been placed prior to the aortic implant procedure. Post implant summary: the same day as the aortic implant procedure, the subject was noted with complete heart block.the subject continued to require pacing support post implant procedure. The subject was flipping in and out of complete heart block and sinus rhythm. Electrophysiology consultation recommended permanent pacemaker implant. The event was treated medically and a new permanent pacemaker was implanted. At the time of reporting, the event was considered as resolving. It was further reported that the event is considered resolved. The temporary transvenous pacemaker had been placed post valve deployment. The subject developed shortness of breath and vague chest discomfort following pacemaker implantation. Echocardiogram was performed and revealed a pericardial effusion. It was further reported that one day post procedure, the subject developed shortness of breath at rest, vague chest discomfort and atrial tachycardia. Coreg and beta blocker were administered. Electrocardiogram(ECG) revealed chronic rbbb and left anterior fascicular block(lafb). At the time of the event, the subject was on coumadin which was continued. Pericardial effusion has been withdrawn as it was not related to the study device.

Manufacturer narrative:
A1 patient identifier corrected from (B)(6). B5 describe event or problem - updated.